Event description:
A journal article was reviewed that contained information regarding this lead. Shortly after the procedure to implant a dual chamber pacing system, the patient complained of chest discomfort. An echocardiogram was performed which did not reveal any cardiac or pericardial issues. However, six hours later the patient was found "collapsed" in the hospital room. Another echocardiogram was performed and "pericardial effusion with evidence of cardiac tamponade" was found. The patient had fluid resuscitation procedure, which went "well." Lead parameters remained satisfactory. The patient then had exploratory surgery which found a small perforation in the atrial wall. The perforation was sutured closed. The rest of the postoperative course was "unremarkable." The status of the lead appears to be still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿cardiac tamponade as complication of active-fixation atrial lead perforations: proposed mechanism and management algorithm¿ pace. (B)(4).